Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was moved a little deeper. The patient was reportedly doing well post operatively.